Event description:
Customer reportedly obtained results of 80mg/dl and 200mg/dl within 10 minutes on the compact sys. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.